Event description:
The cross section surface shows no irregularities. We due suppose that simply far too much mechanical force has been applied ( as mentioned by the surgeon, tried to force the drill bit on a more posterior angle) and resulted in the breakage of the shaft. It is also clearly visible that the cutting edges as well as the tip itself are badly damaged / blunt. No product fault could be detected. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The cross section surface shows no irregularities. It is possible that far too much mechanical force has been applied (as mentioned by the surgeon, tried to force the drill bit on a more posterior angle) and resulted in the breakage of the shaft. It is also clearly visible that the cutting edges as well as the tip itself are badly damaged / blunt. No product fault could be detected.